Event description:
The pt reportedly hit his head on a chair. The child did not respond at the initial activation of his device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according tho manufacturer's specifications. Explanation surgery was successfully completed in 2005. Reimplantation is recommended.